Manufacturer narrative:
One device was returned for analysis. Review of the event history log (ehl) showed a check syringe plunger sensor alarm. A functional test was performed the reported issue was confirmed. The cause of the reported issue was due to a damaged plunger left case. As a result, the plunger kit and tube were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was an issue with the plunger speaker. During physical inspection, it was found that there was a check syringe plunger sensor error. There was unknown patient involvement, no patient injury was reported.